Event description:
It was reported that bd syringe 20ml ll tip conv pak leakage past stopper. It was reported by customer that drug leaks into the syringe plunger (between the 2 sealed rubber sections). Rcc received a complaint via email. Drug leaks into the syringe plunger (between the 2 sealed rubber sections). Risk of medication becoming unsterile (contamination by micro-organisms).we had several problematic 20 ml syringe trays with between 1 and 5 syringes leaking at the plunger. The problem was identified on at least 3 different batches between july and october 2024. We have lost several doses of medication in several batches (the product is no longer considered sterile). *incident date and affected quantity unknown. Additional information will be sent via separate email. Cat# of product being complained: bd305617. Lot or s/n: (B)(6).

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed. Batch # 4120274, 4120268, 4064405.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 305617 and lot number 4120274. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.